Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On november 26, 2007, 5:19pm, the lay-user/reporter contacted lifescan (lfs) on behalf of the lay-user/patient alleging that the one touch ultra meter is giving error 4 messages. Per the owner's manual, error 4 indicates 1. You may have high glucose and have tested in an environment near the low end of the system's operating temperature range (43-111 f/6-44 c). 2. There may be a problem with the test strip. For example, it may have been damaged or moved during testing. 3. The sample was improperly applied. This medical affairs specialist contacted the patient on december 3, 2007 to clarify/obtain more information. The patient indicated that the reported issue began in 2007. The patient's site is slightly impaired and he could not make out the error 4 messages. The patient was unable to obtain a blood glucose reading after the reported issue began. Two days later, the patient reportedly felt symptom of feeling thirsty the whole day. He assumed that his blood glucose was elevated above 200 mg/dl. During breakfast and lunch, he ate as usually. In the morning, he took 25 units of lantus and 4 units of humalog based on his symptom that was perceived as an elevated blood glucose. Before lunch at 1:00pm, he increased his humalog insulin dose to 4 units again and ate a can of soup. At 2:30pm, the patient ran some errands, passed out while driving his car, and crashed. A paramedic tested the patient on the paramedic meter at "49 mg/dl" and treated him with IV glucose. The patient was admitted into the hospital at 3pm and was tested at "119 mg/dl" and "65 mg/dl." The patient was given a sandwich and was tested for physical injury. The patient was discharged at 7pm. The patient's diabetes medication and testing frequency has not been any changed. During troubleshooting, the customer care advocate (cca) verified that the test technique was correct, the test strips were in good condition and within the expiration date, the meter is operating within the acceptable temperature range, and testing with a new vial of test strips did not resolve the issue. This complaint is being reported because the patient claimed he suffered a hypoglycemic injury after being unable to use the reported meter because of the error message issue. Replacement products were sent to the patient.